Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the cap fell off upon removal of the scope from the patient and fell into the body, although customer is unsure of what part, either in the stomach or high up. The cap was possibly retrieved with a net but it was retrieved according to the customer. It was reported there was a delay to get the cap, but the length of the delay was unknown and it was at the end of the procedure. The procedure was completed and there was no harm to the patient.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00093. The following patent identifiers are linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.